Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and high pressure test did not pass. The customer¿s blood glucose level was 26.07 mmol/l and 308 mg/dl. Customer stated that there was no insulin going out. Customer was experienced symptoms like vomiting and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.